Manufacturer narrative:
Evaluation of the returned device confirmed the reported intermittent audio output.

Event description:
Consumer contacted dexcom to report intermittent audio output. The consumer did not report any medical intervention or injuries.